Event description:
Customer reported, a homebound pt had used a needle and recapped the needle setting it in a window sill to await disposal. The homecare nurse used the sill to brace herself during pt care and a contaminated needlestick occurred. The customer reported that the needle went through the side of the shield when the needle was recapped.

Manufacturer narrative:
No samples or lot identification were provided. Co ordered samples from distribution of a similar device. The needles were tested for sheath wall thickness, and manually recapped. None of the needles penetrated the sheaths during recapping. Osha and cdc regulations state "sharps shall not be recapped, or removed". This info was passed on to the customer along with info about safety syringes. This report was due to customer misuse of the device.